Event description:
It was reported that the pt experienced loss of therapeutic effect on the left side resulting in loss of function on the left side. No pt treatment or outcome was reported. Add'l info has been requested from the hcp, but was not available as of the date of this report.